Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds fitting was leaking. Additional malfunctions were loose nylon ties and filters were dirty.